Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown the customer's address is unknown. (B)(4) has been used as a default. The initial reporter also notified the FDA on 9 march, 2021. Medwatch report # mw5099409. Report source other: medwatch report device manufacture date: unknown investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd" syringe leaked on 2 occasions. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that patient has had 2 syringes that have leaked at the barrel. Verbiage received, - "patient reports that she has been sick or had an infection (symptoms/ further details not reported). Md is aware. She also states I have had two barrel syringes start leaking. I've had to transfer the medicine to new syringes both times. No missed dose reported. No side effects reported. Unknown if leaky syringes on hand for return to the manufacture, lot not provided. Reported (B)(6) by pt/caregiver."